Manufacturer narrative:
(B)(4). Batch # p5630r. Additional information was requested and the following was obtained: what experience did each surgeon have with the device? Very experienced. They have used this device for years. When was the safety removed? Just prior to firing. Did the surgeon wait 15 seconds and then retighten prior to firing? Yes circumferentially what half of the staples did not deploy? Not sure, the device is being returned for review. Were there staples visible in the surgical field? If so, please describe their shape. Not sure. Were the donuts inspected? If so, please describe. Yes, did not make a complete donut. Was the washer inspected? If so, please describe. Yes, only half was broken away and the other half was intact. What is the current patient status? Patient did well. The analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What experience did each surgeon have with the device? When was the safety removed? Did the surgeon wait 15 seconds and then retighten prior to firing? Circumferentially what half of the staples did not deploy? Were the staples visible in the surgical field? If so, please describe their shape. Were the donuts inspected? If so, please describe. Was the washer inspected? If so, please describe. What is the current patient status?

Event description:
It was reported that during an "ls" colostomy takedown procedure, the surgeon used the device. He was assisted in the case by another surgeon. The other surgeon was creating the anastomosis with the stapler. He turned the adjustment knob to get the correct tissue thickness for the staples. He proceeded to fire the stapler. After firing it was discovered that only half the staples deployed. The case as then converted to open colostomy takedown and completed. Suture was used to finish the case.